Manufacturer narrative:
Reported issue of clip failed to release from the catheter. According to the complainant, the suspect device has been disposed and is not available for return, so the product analysis could not be performed. There is not enough information available to determine what caused the reported failure; therefore, the most probable root cause could not be determined. If any further relevant information is received, a supplemental MDR will be filed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.